Event description:
It was reported that three (3) one-link needle-free IV connectors became disconnected from a non-baxter device, leading to a chemotherapy leak. This occurred during use at the homes of three (3) separate patients with take home infusion pumps. The reporter indicated that the ¿depth of the thread" on the one-link "is not as long as it has been in the past and the ridges don¿t seem to be as pronounced.¿ there was no report of patient injury or medical intervention associated with these events. No additional information is available.

Manufacturer narrative:
B3/d10 therapy date: the exact occurrence date is unknown; however, the reporter indicated that the issues occurred "this week". D4 lot #: the lot # was reported to be either ur26b04161 or ur25k12123. D4: expiration date: the expiration date for ur26b04161 is 02/29/2036. The expiration date for ur25k12123 is 11/30/2035. D4: unique identifier (UDI) #: lot ur26b04161 has UDI # (B)(4). Lot ur25k12123 has UDI # (B)(4). H4: the manufacture date for ur26b04161 is 02/09/2026. The manufacture date for ur25k12123 is 11/17/2025. Should additional relevant information become available, a supplemental report will be submitted.